Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a gel mentor memorygel breast implant 450cc and experienced deflation on the right breast implant. A possible left rupture was also reported; however, once explanted, the left implant was intact. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 425cc gel implants, catalog # 3507425mc, s/ns (B)(4). On (B)(6) 2018. The device was returned to mentor with gel in the device. The gel appears cloudy. Brown material was observed within the device or on the shell surface. Upon initial inspection, the device was severely rented. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The device history record ( DHR) of lot number 217169 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor memorygel breast implant 450cc gel breast implant, catalog # 3507450bc, lot # 219254. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a gel mentor memorygel breast implant 450cc and experienced deflation on the right breast implant. A possible left rupture was also reported; however, once explanted, the left implant was intact. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 425cc gel implants, catalog # 3507425mc, s/ns (B)(4) on (B)(6) 2018.